Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The facility's biomed technician (bmet) confirmed the reported problem. The facility bmet stated that the issue was caused by a faulty oxygen sensor, and therefore, the oxygen sensor was replaced. The device then passed all testing, and has been returned to service this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported a ventilator in which the oxygen sensor displays zero. There was no patient involvement at the time the issue was discovered.